Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to perform the displacement test, occlusion test and delivery analysis test due to missing retainer. Unable to lock the test p-cap/reservoir in the reservoir compartment and unable to verify prime/fill anomaly during the occlusion test due to missing retainer. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer. History download was successful using thus and carelink upload was successful. Device also had a missing reservoir tube o-ring, broken reservoir tube lip, scratched case, cracked battery tube threads, broken belt clip slot and a pillowing keypad overlay. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = missing device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to perform the displacement test, occlusion test and delivery accuracy test due to missing retainer. Unable to lock the test p-cap/reservoir in the reservoir compartment and unable to verify prime/fill anomaly during the occlusion test due to missing retainer. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer. History download was successful using thus and care link upload was successful. Device also had a missing reservoir tube o-ring, broken reservoir tube lip, scratched case, cracked battery tube threads, broken belt clip slot and a pillowing keypad overlay. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = missing. On (B)(6), 2021 the customer alleged was hospitalized for low bgs. In addition, customer alleged cosmetic damage located at the retainer ring (cracked) and pump being defective (prime/fill anomaly). Unit passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to perform the displacement test, occlusion test and dat test due to missing retainer. Unable to lock the test p-cap/reservoir in the reservoir compartment and unable to verify prime/fill anomaly during the occlusion test due to missing retainer. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer. History download was successful using thus and carelink upload was successful. Unit also had a missing reservoir tube o-ring, detached retainer, broken reservoir tube lip, scratched case, cracked battery tube threads, broken belt clip slot and a pillowing keypad overlay. Cosmetic damage was confirmed where detached retainer was noted. Unable to fully test for prime/fill anomaly due to missing retainer ring. Unable to verify customer complaint for low bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer was admitted to the hospital due to hypoglycemia (B)(6) 2021. Customer blood glucose level was 32 mg/dl when admitted to hospital. Customer stated that they fell on the floor and had paramedics in the house. Customer current blood glucose level was 91 mg/dl. Customer had been using insulin pump system within 48 hours current of reported low blood glucose event. Customer stated insulin was squirting out. Customer was treated with intravenous insulin drip in the hospital. Customer also reported that insulin pump bumped and had crack and damaged retainer ring but reservoir was still able to lock in place when inserted into insulin pump. The device will be returned for analysis.